Manufacturer narrative:
Additional info regarding the pt, procedure, and product specific details is not available. The reason for the pt's admission to hosp was not reported, but an angiogram revealed a lesion in an unk vessel. No target vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of a asa or ticlid was not reported. Six to eight months after the index procedure, the pt underwent a repeat angiogram that revealed evidence of restenosis. The treatment, if any, for this event was not reported. The product remains implanted in the pt thus not available for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: restenosis is a known potential adverse event following stent implantation. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and this event. Please note: this unk cypher sirolimus-eluting coronary stent with an unk catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent.

Event description:
This event has been brought to our attention by an academic conference (t2006). This particular event involved a cypher sirolimus-eluting coronary stent, associated with restenosis six to eight months after implantation. Additional info regarding this event will not be forthcoming.